Event description:
It was reported to philips that the system displayed a battery error and powered off near the end of a lower extremity arteriogram with intervention (thrombectomy) procedure, during which the patient was sedated, and arterial access had been established. According to the report, the patient experienced a thromboembolic event and was transferred to a hospital, where they received heparin anticoagulation. The customer noted that the patient¿s foot is now stable and that no lasting clinical consequences were observed. An investigation into this complaint has been initiated by philips.